Event description:
The patient stated her blood glucose elevated to 500 mg/dl. She gave herself an insulin injection to lower her blood glucose. She stated that, the inside of her cartridge compartment was cloudy and there was a possibility her insulin cartridge was cracked. The patient was advised to clean out the cartridge compartment and to replace her insulin cartridge. Attempts to contact the patient for follow up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.